Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7112939.

Event description:
It was reported that the patient was experiencing procedural pain during trial. The physician decided to abort the procedure and the patient was prescribed with lidocaine at the implant site.